Event description:
The pump was reported to be infusing a short acting sedative in channel b. The pump channel b alarmed with a failure code 810:04. During the time it took the operator to restart the infusion the pt started to wake up and the o2 dropped down to 76. The infusion was restarted within one minute and the pt returned to pre-incidnet status. No medical intervention needed and no pt injury resulted.